Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 2. Related manufacturer reference number 3006705815-2019-05067.

Manufacturer narrative:
The methods, results and conclusions codes will be included in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-05067. It was reported that the patient's leads migrated. Surgical intervention took place on (B)(6) 2019 to reposition the leads. Surgery addressed the issue.